Manufacturer narrative:
One controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event could not be confirmed via review of the controller log files, which did not reveal any anomalies indicating a device failure during the analyzed period. Analysis of the device revealed that the device met specifications; the device passed visual examination and functional testing. The device was related to the reported event; however there is no evidence to suggest that a device malfunction caused or contributed to the reported event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that a patient complains of intermittent beeping of batteries. "Almost as if one has disconnected and been reconnected, yet the battery has remained attached to the controller." It is reported that this condition occurs with all batteries, and appears to be associated with port one of the controller. It was requested that the site send in log files for analysis: several controller power ups were noted. There were no apparent issues with the batteries, and nothing that indicated a circuit type problem with the controller. The vad coordinator did a visual inspection of the controller and did not see any obvious breakage or damaged pins. It was suggested to conduct an elective controller change; the patient tolerated the exchange well. The site issued new controller. No additional information was provided.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. (B)(4) was received for testing on (B)(4) 2015, testing has not been completed. From the instructions for use: the controller should always be connected to two power sources for safety. If only connected to one power source, the controller will function, but will sound an alarm after 20 seconds. Testing has not been completed.